Event description:
It was reported during routine baclofen pump replacement they were not able to aspirate catheter. The patient was asymptomatic. The entire catheter was replaced. The patient's injury was at the incision. Patient outcome was recovered without sequelae. The drug being used in the pump was lioresal.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis found that the proximal catheter segment (segment 1) was returned incomplete and in segments, but there was no significant anomaly. Analysis of the distal portion of the catheter (segment 2) found that it was occluded but was able to break the occlusion loose during decontamination. During pressure testing, a leak was seen 61 cm from the proximal end of segment 2. The technician inspected the segment under the scope and noticed a hole. The appearance of the hole indicated that it may have been done during a refill or while trying to aspirate the catheter for cerebrospinal fluid (csf) flow. Thus, analysis of the distal portion of the catheter (segment 2) found a user related hole. Analysis of the pump found no anomaly.

Manufacturer narrative:
Product analysis #(B)(4): there was no complaint against this pump. The pump was returned for disposal only. The pump passed all n on-destructive lab testing. There were no anomalies seen in the logs. Since the pump passed all non-destructive lab testing and have clean logs, it has been decided that no tube leak testing needs to be performed. This choice preserves the pump for later re-analysis if needed. Product ID 8709, lot# l66509, implanted: 1999-(B)(6), explanted: 2012-(B)(6), product type catheter, product ID 8575, lot# n059012, implanted: 2006-(B)(6), explanted: 2012-(B)(4), (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.